Manufacturer narrative:
(B)(4). The device was discarded by the customer and is not available for evaluation. A follow up report will be submitted if additional information becomes available.

Event description:
The customer reported that the reservoir of one (1) intermate lv 100 ruptured during filling. According to the customer, the device was being filled with vancomycin (app manufacturer, concentration 1.75g in 250 ml of d5w). A filter was used during compounding. During filling, the reservoir was witnessed to be shaping in the form of a foot and it ruptured. There is roughly 156 ml of solution remaining in the housing. The customer states the reservoir is torn. No patient injury or medical intervention was reported. No additional information is available.